Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5- additional information: reportedly the iop rise is not beyond any standard guideline and was mainly due to viscoelastic. Iop came down within a day or two for all eyes. Claim# (B)(4).

Manufacturer narrative:
Date of event: unk. Product code-unk. Esubmitter does not allow for unk or blank entry device manufacture date: unk. (B)(4).

Event description:
An article published in springer nature was received on 21-aug-2020, entitled 'visual outcomes after refractive laser corneal surgery and phakic iol in amblyopic eyes.' The article states that after implantation of phakic iols, 4 eyes had increased intraocular pressure during the immediate post-op period. Reportedly, these were "conservatively managed." Attempts to obtain additional information have not been successful.